Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device failed to deliver the programmed amount by over 10%, which was reproduced through flow rate testing. The travel for the upper and lower valves were out of specification caused by a build up of dried fluid residue due to fluid intrusion. The valves, fingers, and the door were replaced. (B)(4).

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy (sentanyl, programmed for 4 ml/hr, actual was reported as 250 ml over 4.5 hours). Any injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.